Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent surgery for the extension of the spondylodesis to l3 because of adjacent segment degeneration and stenosis. Previous surgery for spondylodesis/fusion l4-s1 was done on 2015. The procedure and patient outcome is unknown. This complaint involves unknown number of devices. This complaint is for one (1) single inner polyaxial screw 5.5 x 7.00 x 50mm. This report is 4 of 4 for (B)(4).